Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was at 350 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the reservoir and infusion set needed to be replaced and was advised to send the reservoir and infusion set back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Reliability analysis evaluated 5 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir connector into a pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoirs not occluded.